Event description:
According to the reporter, during testing, the cuff of the endotracheal tube had inflation and deflation issue. There was stiffness during inflation and deflation. The air could not enter unless air was inserted using a syringe with even stronger force than usual. The pilot balloon part was thicker and harder compared to the normal device in the case of the inflation line. Another tube was used. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the inflation line tubing was collapsed inside the lumen of the tube. Functionally, an inflation/deflation test was performed. Air was applied to the cuff using a syringe, and it was observed inflation was difficult and deflation was hard. A dimensional test was performed. The outer diameter of the pvt valve was within specification and no damage nor deformation was observed. It was reported that the cuff of the endotracheal tube had inflation and deflation issue. There was stiffness during inflation and deflation. The air could not enter unless air was inserted using a syringe with even stronger force than usual. The pilot balloon part was thicker and harder compared to the normal device in the case of the inflation line. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the cuff of the endotracheal tube had inflation and deflation issue. There was stiffness during inflation and deflation. The air could not enter unless air was inserted using a syringe with even stronger force than usual. The pilot balloon part was thicker and harder compared to the normal device in the case of the inflation line. Replacement of the tube was done.